Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low and elevated blood glucose (values not provided). Although requested, customer declined to provide additional information and declined tandem technical support's offer to troubleshoot.